Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #:(B)(4) case subject: npi 8015 not connecting to wireless network account name: mayo regional hospital account #: 1428700 asset name: 8015ls pcu dom v9.19.1.2 a/b/g/n asset location: patient or user involvement: no patient or user harm: no case description: caller has an 8015 unit that does not connect to the wireless network. Failure device type: failure problem type: failure mode: case resolution: had biomed check the wireless status on unit. This unit did not have the correct network config package. Biomed did not have asm at time of call. I explained how to correct the issue. Biomed will call back if further assistance is needed. Ref:_00d30y0yr._5000l1s86wb:ref